Event description:
Infection wire lead visible or protruding from wound area patient with pre-existing st. Jude bradycardia leads. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).